Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The spring and red tab came loose and caused the black rp impactor guide to break off. Impactor handle in three pieces and unable to be used again.

Manufacturer narrative:
Conclusion and justification status: the complaint states procedure: ps rp attune. During definitive implant of tibial tray, the spring and red tab came loose and caused the black rp impactor guide to break off. Impactor handle in three pieces and unable to be used again. Patient outcome satisfactory, no adverse event. No delay to procedure. The investigation could not confirm the failure mode as no device was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states procedure: ps rp attune. During definitive implant of tibial tray, the spring and red tab came loose and caused the black rp impactor guide to break off. Impactor handle in three pieces and unable to be used again. Patient outcome satisfactory, no adverse event. No delay to procedure. The investigation could not confirm the failure mode as no device was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Addendum 20 oct 2016** the complaint was reopened as the product was returned. Upon inspection it was confirmed the lever had broken. It should be noted that both the lever and spring were returned. The above conclusion remains valid. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.